Event description:
It was reported that this right ventricular (rv) lead had been dislodged due to doing some exercise activities post discharged from the hospital. It was confirmed using a programmer with 7.5v pacing threshold while the photo showed no significant changes in the lead position. This lead was repositioned and remains in service. No additional adverse patient effects were reported.